Event description:
Event description boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called technical services to report hearing tones emitted from the device.